Event description:
It was reported that a system error 2267 (air in line/set) alarm occurred on the homechoice device during fill five of seven of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was noted with the supplies or the setup that could have caused or contributed to the reported alarm. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies or to continue therapy using manual exchanges. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was not provided, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.